Event description:
It was reported that on (B)(6) 2025, the c-arm would not move and several error codes were received on a selenia dimensions mammography systems, 3d. A field engineer assessed the device and found that the right-side c-arm switches were stuck together and the c-arm would intermittently move without command. The field engineer replaced the switches on both sides of the c-arm, tested the system and confirmed that the device is now functioning according to manufacturer specifications.